Event description:
The MFR rep reported a pt expired. The pt had undergone a spinal fusion surgery (t2 to the pelvis area) in 2007. Approx three weeks later, the pt presented to the ER with a high fever and other symptoms of withdrawal (unspecified). An x-ray confirmed the catheter was sheared in two pieces. The pt was brought to surgery for a catheter revision where complications arose (unspecified). The pt arrested on the table and expired. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
.